Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrioventricular node ablation procedure, the battery longevity decreased significantly. Upon interrogation, post-procedure, the battery longevity also decreased further. Technical support believes the decrease in the battery longevity measurement is due to the new programming which cause higher current drain and a shorter longevity estimate. The device will continue to be monitored, and the patient was stable with no adverse consequences.